Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: during surgery the surgeon experienced an issue with the t-pal instruments. The device reportedly ¿froze¿ while being used. There is no further information at this time. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided by reporter device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 26.oct.2012. One ncr was generated during production. This ncr documented a rework according validated procedure which has no influence on reported issue. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed ¿ 03.812.001: shows normal signs of use, normal wear and tear. The instrument is not jamming when replicating the surgical steps with normal inner shaft. Very strong signs of hammering on 03.812.004 are visible. This might have caused the jamming of the thread. Without the used inner shaft no exact root caused can be defined. Excessive hammering could have played a certain role. No product fault could be detected; it was not possible to reproduce the complained malfunction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.